Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low potassium (k) results generated by the unicel dxc 600 pro synchron clinical systems. Some results were reported out of the lab and physician questioned the results. After maintenance resolved the problem, samples were rerun and reports amended. The lab has not received any reports of adverse impact to patients based upon the false results reported.

Manufacturer narrative:
Qc prior to and after the event was within lab-established ranges, but the customer stated that the ranges had been adjusted down to accommodate the qc shift down. Per customer, cleaning and /or replacing the k tip and performing routine maintenance brought k recovery back up into acceptable ranges and resolved the problem. The customer also stated that the laboratory staff had been neglecting to perform required maintenance. A field service engineer (fse) evaluated and checked all ion selective electrode alignments and realigned sample probe with electrolyte injection cup (eic) several times. The fse ran numerous calibrations and received acceptable results. A root cause of this event is unknown.